Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation from the distal left main artery to the proximal obtuse marginal artery. An unspecified 2.5x15mm balloon was placed in the distal left main artery which was able to achieve a tamponade of the perforation. However the patient was deteriorating and the patients blood pressure dropped. An intra-aortic balloon was advanced and the patient was started on pressors including dopamine and levophed. A 3.5x16mm graftmaster stent system was advanced toward the perforation, failed to cross due to the calcification in the left main artery and was removed. A guide catheter extension was inserted into the mid circumflex and a 2.8x16mm graftmaster stent system was advanced toward the perforation in the proximal obtuse marginal. The 2.8mm graftmaster stent system was inflated up to 11 atmospheres, the stent was implanted and the perforation was successfully sealed. Post-dilatation was performed as a part of standard procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.